Event description:
The ambulance crew responded to a code. The paramedic/emergency medical technician (emt) planned to use the ez-io power driver to obtain emergent vascular access required. While using the ez-io, the power drill stopped drilling about one-half way through the procedure. The drill was taken off and pressed. The drill began turning again. The drill was reconnected to the io needle and was pressed on again. The drill failed to drill and the paramedic/emt was unable to move forward using this process for IV access. A peripheral IV was then placed for fluid and medications required during the patient's cardiac arrest. There was no apparent adverse outcome for the patient related to this equipment failure. The power driver was retained and we will ship it to the manufacturer for inspection.